Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, premature battery depletion was noted on the device and oversensing due to noise was noted on the atrial and right ventricular lead. Device replacement is anticipated and the leads will continue to be monitored. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-05456. Related manufacturer report number: 2017865-2019-05917.